Event description:
It was reported that a burning smell was detected from the mlx 300w xenon lightsource (00mlx). The unit was taken back to biomedical engineering shop where the top was removed while the unit ran. A smoldering-like smell was emitted but no smoke was seen. It is unknown under what circumstance the initial issue occurred; however, no injury, death or surgical delay has been reported.

Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: failure analysis: the mlx 300w xenon lightsource was received in used condition. Evaluation could not duplicate the smell or burning of the unit. Evaluation identified that the bezel and left side panel were cracked. Power supply unit (psu) upgrade was performed. The psu, lamp left side panel and bezel assembly were replaced. Evaluation and function tests were performed and unit passed all tests. Root cause analysis: the reported complaint was confirmed. The issue of this 00mlx unit producing a burning smell could be due to damage to the mirror caused by rough handling/environmental damage leading to the unit overheating. No manufacturing, workmanship, or material deficiency has been identified.